Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic patient presented in the operating room for scheduled system implant. The right atrial lead exhibited difficulty inserting into the pulse generator connector port. The lead was eventually connected and exhibited normal lead electrical measurements. The procedure concluded without issue and the patient was in stable condition throughout the event. The patient would continue to be monitored.